Manufacturer narrative:
Concomitant product: bard mesh 3d max lg 4x6in, product ID 0115321, lot # huzc0611, exp. Date 02-28-2020, mesh was implanted for right inguinal hernia. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced dense adhesions, recurrence, involvement of the ilioinguinal nerve, pain and suffering. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: a3a, a4, b5, b7, g1, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced dense adhesions, recurrence, involvement of the ilioinguinal nerve, pain, suffering, infection, obstructions, fistula, seroma, perforation. Post-operative patient treatment included revision surgery, medication, hernia repair with mesh.